Manufacturer narrative:
N/a.

Event description:
File broke inside the tooth and was not able to be removed. The patient was referred to an endodontist for a consult. As of this date of this report, no endododontic appointment has occurred or been scheduled. As the manufacturer, if we receive further updates, we will add additional detail to this report.